Event description:
It was reported the pt was not receiving effective stimulation therapy after the permanent procedure. The pt stated that the scs leads were revised. No further info is available at this time. F/u is pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.